Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section d11 (concomitant medical products) 6f vascular sheath section g4 (date received by the manufacturer) section h6 (evaluation codes) 1779 ¿ coagulopathy/clotting 1204 ¿ device embedded in vessel or plaque 1984 ¿ inferior vena caval occlusion 2263 - stenosis the implant date was confirmed to be accurate. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt) and bariatric surgery with subsequent pulmonary embolism (pe). The filter was implanted via the right common femoral vein and deployed in an infrarenal location without complication. Approximately thirteen years and three months after the implantation, the patient underwent an abdominal computerized tomography (CT) scan that revealed that the filter was tilted to the right by six-degrees. The study noted that the superior aspect of the filter did not touch the wall of the inferior vena cava (ivc) and there was no tilt in the anterior-posterior plane. The inferior aspect of the filter was noted to be touching the ivc wall and this was associated with stenosis. The study further showed that the superior aspect of the filter was 1.5cm above the right renal vein and approximately 0.8cm above the left renal vein. No true perforation of filter struts was seen but there was slight separation of virtually every filter struts from the wall of the ivc inferiorly related to the contraction of the ivc with marked ivc stenosis. This stenosis was noted to begin approximately 25% below the superior aspect of the filter and extended inferiorly. The CT scan also noted calcification within the ivc due to chronic thrombosis within the stenosed segment with markedly reduced caliber of the right and left common iliac veins. There was also calcification within the mid to inferior aspect of the filter itself along some of the interior struts associated with the chronic thrombosis. The filter was reported to be irretrievable; though attempts to retrieve it were not documented. The patient further reported having experienced anxiety and mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration, iivc perforation and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Blood clots and thrombosis, stenosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, migration of the ivc filter and perforation of filter struts outside the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of dvt. The patient had bariatric surgery and had subsequent pulmonary embolism. The filter was implanted via the right common femoral vein and deployed into the infrarenal inferior vena cava. There were no immediate complications. Approximately 13 years after implant, the patient underwent a CT of the abdomen without contrast. The CT scan showed the filter was tilted to the right by 6 degrees. The filter tip superiorly did not touch the ivc wall. There is no tilt in the anterior-posterior plane. The inferior tip of the filter touched the ivc wall relating to stenosis. The filter was positioned too far superiorly, and the superior tip was 1.5cm superior to the inferior wall of the right renal vein and approximately 0.8cm superior to the inferior wall of the left renal vein. The lowest renal vein is the right renal vein. There was no true perforation of filter struts felt to be present particularly with this type of filter but there was slight separation of virtually every filter strut from the wall of the ivc inferiorly relating to contraction of the ivc with marked ivc stenosis. There was ivc stenosis beginning around a point about 25% below the superior tip of the filter and extending inferiorly. There was calcification within the ivc relating to chronic thrombosis within the stenosed segment and markedly reduced caliber. There was calcification relating to chronic thrombosis with markedly reduced caliber of the right and left common iliac vein. There was also calcification within the mid to inferior aspect of the filter itself along some of the interior struts and again related to chronic thrombosis. The CT scan also noted hepatomegaly, coronary artery disease, distended bladder, and non-obstructing right renal calculus. According to the information received in the patient profile form (ppf), the patient reports migration of entire filter other than to the heart, tilt, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, stenosis, and device unable to be retrieved; however, a retrieval attempt has not been made. The patient also reports suffering from anxiety.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt, migration of the ivc filter and perforation of filter struts outside the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, migration of the ivc filter and perforation of filter struts outside the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.